Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention to address another issue (manufacturer report reference number: 3006705815-2020-33239). While in the procedure it was discovered that a pocket sizer had been implanted in the patient with the old ipg. No issues were found.